Event description:
Customer reported that 1/2 hour after an antibiotic infusion started the pt notified the nurse the tubing was leaking. The customer stated that the distal connection between the filter and tubing is where it appeared to be leaking. There was no pt harm and no medical intervention was required. Although requested, no additional event or pt information provided by the user.

Manufacturer narrative:
(B)(4). The set was visually inspected and damage was observed in the tubing that is attached to the outlet port of the 0.2 micron filter. No other anomalies were observed with the returned sample. Functional testing was performed. Leaking was observed from damage in the tubing near the outlet port of the 0.2 micron filter. The customer's experience of the leaking set was confirmed. The leak is coming from damage to the tubing that is attached to the outlet port of the filter. The root cause of this damage was not identified.